Manufacturer narrative:
Manufacturer¿s investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii/heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient presented to the emergency room on (B)(6) 2019 with stroke symptoms; specifically, left arm weakness, flat affect, and left arm/hand tremor. Mean arterial pressure was reported 72mmhg. Log file submitted revealed persistent pi events were noted but no unusual events were captured in the event log. The patient was compliant with coumadin and aspirin therapy as ordered. Inr within goal range at time of admission. The patient is reported to be stable with lvad working normally; however, a recent CT showed an evolving cerebrovascular accident (cva). There was possible discussion of increasing patient¿s inr goal range. The patient is still admitted and stable. No further information was provided.